Event description:
It was reported that a patient had an allergic reaction to prime & bond nt which is presumed to be dermatological in nature due to the fact that the patient intends to consult a dermatologist for allergy testing. Further information has been requested, though none is available as of this report.

Manufacturer narrative:
While it is unknown if the prime & bond nt used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further information pertaining to this event will be reported if it becomes available.